Event description:
The staples applied by the device would not stay on tissue after fastening. Another device was opened to complete the procedure. Manufacturer provided return goods authorization number and product return packaging.